Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had several unexpected restart alarm during normal and after inserting battery. Customer blood glucose level was 144 mg/dl. It was reported that the insulin pump was not stored for an extended period of time. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).